Manufacturer narrative:
Concomitant medical products: product ID 407452 lead, implanted: (B)(6) 2012; product ID 457445 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician was working on the coronary sinus (cs) access when patient coded. The new right ventricular (rv) lead was connected to the device. It was noted the patient experienced heart block, atrial and ventricular tachycardia, cardiac perforation, tamponade and ventricular fibrillation. The rv lead remains in use. No further patient complications have been reported as a result of this event.